Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-17 . H6: investigation summary one mz1000 sample was received without packaging for investigation. One unknown filled 10ml syringe and one unknown extension line were also received to assist the investigation. A visual inspection of the returned maxzero product identified a crack on the female luer adaptor (fla) of the component. Functional testing confirmed the customer's experience as leakage was observed from the crack. The details of this feedback were forwarded to the manufacturing site for investigation. They performed an in-depth investigation in order to determine a potential root cause for the customer's experience; during the investigation no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that complaints of this nature against the maxzero product occur at a low frequency and have not been attributable to a product defect or manufacturing issue.

Event description:
It was reported maxzero needleless connector had leakage issues. The following information was provided by the initial reporter, translated from japanese: "when the hcp flushed saline, leakage from the connection between maxzero and the IV line was observed. When the hcp then blocked the exit of maxzero, which is the site usually connected to cvc, and flushed saline, leakage from the connection was observed as well (flushing should be impossible because the exit was blocked)."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported maxzero needleless connector had leakage issues. The following information was provided by the initial reporter, translated from (B)(6): "when the hcp flushed saline, leakage from the connection between maxzero and the IV line was observed. When the hcp then blocked the exit of maxzero, which is the site usually connected to cvc, and flushed saline, leakage from the connection was observed as well (flushing should be impossible because the exit was blocked)."